Event description:
According to initial reports, two implant registration cards (ircs) were received for the same patient. The irc for onxm - 27/29 sn (B)(4) was implanted (B)(6) 2020. The irc for onxm - 27/29 sn (B)(4) notes an implant date of (B)(6) 2021. Both valves are noted to have been implanted in the mitral position. This investigation is relegated to onxm 27/29 sn (B)(4).